Event description:
During a regular f/u associated to the subject lead, 52 episodes of oversensing were recorded within the memory of the associated ICD (sorin; ovatio dr 6550, sn: (B)(4)). No inappropriate defibrillation therapy resulted from this noise sensing. The subject lead remains implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Associated pt files were reviewed. (B)(4). Conclusion: since (B)(6) 2009, numerous episodes were stored in device memories that displayed noisy egm's, associated with oversensing in v channel. No inappropriate therapy was delivered, though; since these episodes were not sustained enough. The noise most probably originated from external interferences that were detected by the ICD during day time. During next f/u, the physician should inquire about the eventuality that some device(s) (electrical appliance, other medical device, etc.) Would be present within pt's environment throughout the day. Once identified, the source(s) of these external interferences should be, as far as possible, avoided in the future. No anomaly is suspected regarding the leads or the ICD.